Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of pictures provided confirmed the device was fractured. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that during knee arthroplasty, the femoral impactor fractured. No adverse events were reported as a result of this malfunction. Attempts have been made; however, no additional information is available.